Manufacturer narrative:
(B)(4). The reported field event of incorrect model number was confirmed in the laboratory. Review of the manufacturing records show that the ICD was converted from a (B)(4) to a (B)(4). Not all manufacturing records were updated appropriately during the conversion. The device was tested on the bench and no anomalies were found. The root cause of the anomaly was a manufacturing process issue. (B)(4).

Event description:
It was reported that prior to the upgrade procedure, it was noted that conflicting model numbers were observed on patient device tracking and device interrogations. The device was explanted and replaced.